Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via cross over to the common femoral artery (cfa). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cfa. After the wire passed through the lesion, a 6.00mm / 2.0cm / 90cm pcb 2cm balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. Subsequently, a 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres, it also ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.